Event description:
It was reported that the organon follistim pen 2nd gen pen ii experienced an inability to deliver medication during use. The following information was provided by the initial reporter: follistim pen read 0 after delivering the third dose, when it should have read 75 units. Patient has a 650iu cartridge, designed to deliver 600iu. Each dose she is scheduled for is 225iu. She took two doses at 225iu. If the cartridge only delivers 600iu, then the third dose should only have delivered 150iu, and the pen should have read 75iu, notating that another cartridge was needed to deliver this amount, instead it read zero, indicating that she received the full 225iu, and meaning that there was at least 675iu in the cartridge. The husband also notates that he can still see some visible liquid left in this cartridge.

Manufacturer narrative:
H.6. Investigation summary: no samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Since a sample was not received, investigation cannot be performed as a sample is required to investigate further. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. H3 other text : see section h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is merck. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the organon follistim pen 2nd gen pen ii experienced an inability to deliver medication during use. The following information was provided by the initial reporter: follistim pen read 0 after delivering the third dose, when it should have read 75 units. Patient has a 650iu cartridge, designed to deliver 600iu. Each dose she is scheduled for is 225iu. She took two doses at 225iu. If the cartridge only delivers 600iu, then the third dose should only have delivered 150iu, and the pen should have read 75iu, notating that another cartridge was needed to deliver this amount, instead it read zero, indicating that she received the full 225iu, and meaning that there was at least 675iu in the cartridge. The husband also notates that he can still see some visible liquid left in this cartridge.